Manufacturer narrative:
Batch review performed on 12 january 2026. Anatomical shoulder system 04.01.0129 hc pegged glenoid d 42 (k170910) lot 2305367: (B)(4) items manufactured and released on 31-aug-2023. Expiration date: 15-aug-2028. No anomalies found related to the problem. To date, 14 items of the same lot have been sold with no similar reported event during the period of review. Anatomical shoulder system 04.01.0093 metal humeral head d 46 (k170910) lot 2338156: (B)(4) items manufactured and released on 16-jan-2024. Expiration date: 27-dec-2028. No anomalies found related to the problem. To date, 17 items of the same lot have been sold with no similar reported event during the period of review. Root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event. The surgeon revised an anatomical shoulder system to a reverse total system, which is a common practice to restore joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 1 year and 8 months from the primary, the patient came in due to suspected dislocation, but with only instability and the cause is unknown. The surgeon revised the anatomical shoulder to a reverse total shoulder. The surgery was completed successfully.